Event description:
A hospital in (B)(6) reported the sliding screw of a pfn implanted for a pathological trochanteric fracture, broke 2 years post-operative. This report is #2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date received by manufacturer was (B)(4) 2013. On (B)(4) 2013, additional information obtained from the investigation noted a crack on the hip pin. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation coordinated by (B)(4). Report received indicates: based on the topography of the fracture surfaces, we can conclude that the implants were subjected to moderate dynamic bending loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the femoral neck screw and to an incomplete fracture of the hip pin. The implants could not resist the applied force which finally led to the fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. The manufacturing documents were reviewed and no complaint related issues were found.